Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 229008 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 229008, test base part number 195-430wl/ lot 224964. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 229008 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Confirmatory pcr testing (platform - unknown) was performed (at urgent care) on the (B)(6) 2024 which generated a positive result. The consumer stated the patient was symptomatic (sore throat, nausea, fever, headache and body ache). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Confirmatory pcr testing (platform - unknown) was performed (at urgent care) on the (B)(6) 2024 which generated a positive result. The consumer stated the patient was symptomatic (sore throat, nausea, fever, headache and body ache). No additional patient information, including treatment and outcome, was provided.